Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging "alarms are going off every 10-15 minutes." Allegedly, the alarms were erratic. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unspecified pump issue.

Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, a review of the black box showed the data from the date of the complaint had been overwritten. No battery cap was returned with the pump. All further testing was performed with a test battery cap. The pump powered on with a test battery cap to a dim/discolored display. A battery compartment crack was observed from the thread area to the case seal. The pump was run for 24 hours with a one unit per hour basal program with no reboot, loss of power or call service alarm duplicated. During the investigation, no errors related to the complaint were duplicated. The pumps casing was removed, and no evidence of moisture or loose components was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.